Event description:
Additional information from healthcare provider (hcp) reported that the cause was determined and there was artifact on CT scan and MRI.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative reported that patient had stage 1 deep brain stimulator (dbs) procedure done on the day of this call. The bilaterally and post-op CT indicated air in the venous sagittal sinus area that was not on imaging prior to procedure. The healthcare provider (hcp) indicated that he was not near that area during lead implant and it was not known how this occurred. Hcp noted that there was air in tubing associated with anesthesia during the procedure, but hcp was not sure if that was source of issue or not. Patient was in intensive care unit (ICU) currently at the hospital as a precaution. Patient was lying flat and would be kept still for a period of time. Patient was not displaying any neurological deficits or symptoms at this time. It was indicated that both leads in subthalamic nucleus (stn) were capped. The hcp wanted to do head MRI. The indications for use for this patient were parkinson's dual and movement disorders.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.